Event description:
It was reported that the customer experienced a low blood glucose (bg) level of (B)(6). Bg cause was not known. The customer required assistance from an emergency medical team (emt) who administered a (B)(4) injection to address issues. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.